Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system. Cook medical tsn-17.75.0-endrys transseptal needle, model # g19261. St. Jude medical agilis nxt sheath, model # g408318. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Early in the procedure, the physician was unable to obtain mapping points. As a result, the patient interface (piu) and rf generator were both restarted. The piu to generator cable and mapping catheter cable were both changed, but ultimately, changing the catheter itself was necessary to clear the error. Later on in the case, during the transseptal phase, the patient developed a cardiac tamponade, which was confirmed with transthoracic echocardiography. A pericardiocentesis was performed, and the patient¿s blood pressure remained stable during the event. The patient fully recovered, but an additional two days of hospitalization were required to monitor the effusion. The physician¿s opinion is that the injury occurred during the transseptal puncture, when attempting to access the left atrium. There are no patient factors that may have contributed to the injury. The transseptal puncture was performed with a cook medical tsn-17.75.0-endrys needle. The sheath in use was a st. Jude medical agilis nxt 8.5fr. There was no ablation at the site of injury, as the ablation did not take place near the puncture site. In other phases of the procedure, 30 w and 25 w were delivered to the anterior and posterior walls, respectively, in power control mode (titrated). Catheter flow settings were 30 cc/min above 30 w, and 17 cc/min at 30 w and below. Activated clotting times were maintained between 300-350 during the case. Spi values are unknown. The catheter was not in close proximity to another catheter at the time of injury. The catheter was zeroed after the initial warm-up phase, and re-zeroing was not necessary.